Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8 cm in diameter abdominal aortic aneurysm. It was reported that there was a type ia endoleak noted during an angiogram. The endoleak was resolved using four aptus endoanchors. The physician stated that the cause of the event was due to anatomy; severely angled and short proximal neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.